Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 400 mg/dl and at time of incident 285 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer reported that the large bubbles was present along the tubing length. Customer reported that the insulin exited. Customer reported that currently she was unable to access the bolus menu guided, through insulin pump menu to block mode. The insulin pump will not be returned for analysis.